Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged and bent, while wearing it on the arm. For treatment, manual injection was administered. The pod was leaking.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. No bends nor kinks were observed to the soft cannula. A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed.